Event description:
It was reported that during an unk procedure, the surgeon wanted to clip a small artery but instead the clip cut the artery. Only one clip was defective. Pt suffered bleeding and prolonged surgery time.

Manufacturer narrative:
Date sent: 12/11/2008. Info anticipated, but unavailable at this time.